Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 600 mg/dl. Bg level was addressed with a correction bolus via the pump. A systems check was performed with tandem technical support and no issues were identified. Reportedly, the customer reverted to manual injections for backup insulin therapy.